Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 500mg/dl. The customer had symptoms such as vomiting and elevated blood glucose. Customer wanted to report this past event of (B)(6) 2016 only and declined to troubleshoot. There was no further information provided by the customer or by troubleshooting.